Manufacturer narrative:
The following fields have been updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 18oct2023. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue. Hence a potential root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that an unspecified number of bd nano¿ pro ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: we got a complaint about malfunctioning bd nano pro needles. Ange the product for us. Thanks.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nano¿ pro ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: we got a complaint about malfunctioning bd nano pro needles.